Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery was low. There was no reported patient involvement.

Event description:
The customer reported that the battery was low. Further information was provided that there was a "low battery" error message. There was no reported patient involvement.